Event description:
It was reported: "no image". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question (11575a, mini straight forward telescope 0°,1.3mm, sn (B)(6), manufactured 21-february-2025) was received by the manufacturing site in germany on 29-oct-2025 for investigation. During the technical inspection, the error description provided by the customer, " no image ", could be confirmed. During the root cause analysis by the manufacturer, a broken image conductor tube was discovered. The break of the image conductor tube had a negative impact on imaging. The damage found is not attributable to a manufacturing defect. Such damage can be caused by clinical use/clinical reprocessing. No further measures will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. In addition, we would like to draw your attention to pages 3-19 of the corresponding reprocessing instructions (96126012d, version v5.0 - 11/2017), which provide guidance on proper handling, including relevant warnings and cautions. The event is filed under internal karl storz complaint ID: (B)(4).